Event description:
It was reported that during an open gastrectomy, an error 5 occurred and smoke reeked up in the device . When a nurse checked the device out of the patient, the blade was broken off. A sonosurg was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device not activating and displaying an error code 5 is blade damage. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code.

Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.